Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that transmitter was not blinking when connected to the sensor. Customer's blood glucose was 200 mg/dl. When sensor was removed, customer stated that there was blood at site and sensor cannula was bent and split. Customer was advised that sensor would be replaced.

Manufacturer narrative:
Evaluated one opened/used partial sensor and did continuity resistance test and sensor failed test. Found cannula bent unable to confirm customer received sensor in said condition due to customer returned opened/used. We were unable to confirm insertion anomaly due to customer did not return insertion needle only sensor.